Manufacturer narrative:
Correction: h6 device codes. A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a red alert for out of range shock lead impedance measurements. Technical services (ts) referred this patient to the clinic. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a red alert for out-of-range shock lead impedance measurements. Technical services (ts) referred this patient to the clinic. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a red alert for out-of-range shock lead impedance measurements. Technical services (ts) referred this patient to the clinic. This device remains in service. No adverse patient effects were reported. Additional information was received that this ICD provided inappropriate shocks and anti-tachycardia pacing (atp) therapy for 1:1 supraventricular tachycardia (supraventricular tachycardia (svt), therapy was exhausted, and shock impedance measurements were greater than 125 ohms. This ICD recorded a code 1003, which states that the voltage is too low for projected remaining capacity. The patient was septic with a high-grade fever at the time of the therapy, and the patient was admitted to the hospital. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. Correction: h6 device codes a good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. Correction: h6 device codes. A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a red alert for out of range shock lead impedance measurements. Technical services (ts) referred this patient to the clinic. This device remains in service. No adverse patient effects were reported.